Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had missing label and forming mold in the box. This issue had an occurrence of 400 times. No patient impact was reported. The following information was provided by the initial reporter: missing label & forming mold in the box.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1363973 was satisfactory per internal procedures. Formulation, filling, and packaging processes were within specifications. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels applied to tubes, used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 1363973 does not show an excess of labels after manufacturing which would support the incidence of a tube without a label. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for labeling or packaging contamination. Retention samples from batch 1363973 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention samples. All 100/100 retention tubes had properly affixed legible labels. There was no evidence of fungal contamination on the retention carton packaging. Five photos were received to assist with the investigation: the first photo shows a partial opened carton with a tube rack in the carton. There does appear to be possible mold on one corner of the carton. The second photo shows a partial opened carton with a tube rack in the carton. There does appear to be possible mold on one side of the carton. The third photo shows a partial opened carton. There does appear to be a white spot on the opening flap of the carton. There is a partial tube on the tube rack, the label on the tube appears to be peeling off of the tube. The fourth photo shows a partial opened carton and there appears to be a white spot on the side of the carton. There are four tubes on the tube rack from batch 1363973. The labels on three tubes appear to be damaged and peeling off the tubes. One tube appears to have a different label. The last photo shows the label side of two bd 100-pack cartons from batch 1363973. No returns were received to assist with the investigation. The complaint can be confirmed for a packaging defect based on the evidence provided in the photos and cannot be confirmed for missing labels based on the evidence provided by the photos received. No actions are indicated at this time and bd will continue to trend complaints for packaging and labeling defects. Notes: risk management review indicates the potential risks of the defects reported were assessed as severity [s1], per [baltrmlmbactecmgitaph], rev [03], ID [6.2] for [missing label] and severity [s1], per [baltrmlmbactecmgitaph], rev [03], ID [7.2] for [packaging defect].

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had missing label. This issue had an occurrence of 400 times. No patient impact was reported. The following information was provided by the initial reporter: missing label & forming mold in the box.

Manufacturer narrative:
The following fields have been corrected with the following information: short description: pr #(B)(4) , no label or missing label information (all packaging levels) - supplemental MDR - correction b.5 event description: it was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had missing label. This issue had an occurrence of 400 times. No patient impact was reported. H.6 evaluation codes: annex a code - a2101 device markings issue.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml had missing label. This issue had an occurrence of 400 times. No patient impact was reported. The following information was provided by the initial reporter: missing label & forming mold in the box.